Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionably low results for 61 patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas c513 analyzer commercial system (c513). The low results were reported outside of the laboratory to a physician. All samples were initially tested using a standby reagent pack that had switched from the current pack that was in use. Quality controls had not been tested on this standby reagent pack prior to testing the samples. After the issue was discovered, controls were tested on this pack and results for one control level were outside of range. The customer calibrated the pack and ran controls. Controls were then within range. The samples were then repeated. The customer provided data for 5 patient samples that were affected. These samples had erroneous initial hba1c results that were reported outside of the laboratory. The first sample initially resulted with an hba1c value of 4.73 %, which repeated as 5.91 %. The second sample initially resulted with an hba1c value of 5.08 %, which repeated as 6.41 %. The third sample initially resulted with an hba1c value of 5.55 %, which repeated as 6.89 %. The fourth sample initially resulted with an hba1c value of 13.11 %, which repeated as 14.29 %. The fifth sample initially resulted with an hba1c value of 11.28 %, which repeated as 12.40 %. No adverse events were alleged to have occurred with the patients. The c513 analyzer serial number was (B)(4). Based on investigations performed by a field application specialist, a low trend/recovery issue was found in 3 reagent cassettes. All of these were left in the refrigerator longer than usual. Investigations of the calibration data determined that a questionable calibration was performed on (B)(6) 2018. The calibrator absorbance differed considerably from other calibrations of the same lot, especially at the low concentration range. The root cause for this unusual calibration curve could not be found. Controls tested before re-calibration showed the same magnitude of deviation observed in results from the complained patient samples. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
It was determined that the customer did run controls on the standby reagent pack before testing patients. Two of the controls failed however the customer ran and released results even though the controls failed.